Event description:
Contact reported "battery depletion". There was no reported adverse impact to customer's blood glucose level. Contact declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.